Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that training on the recharging process did not resolve the issue. The patient was seen and diagnosed again by the following physician on (B)(6) 2018 who did new training on the charger with the patient. Error code 375 on the charger was noted. The patient received a new recharger and was to contact the hospital again if the issue remained. No other abnormality in the functioning of the system was found by the physician. It was noted that this information was confirmed with the healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was unsatisfied with the ins, specifically with the recharge burden. There was too long a charge time, and a loss of battery charge. The patient was educated in use of the charger. Guidelines for recharging were reviewed. Instead of a complete charge, the patient was to charge for 30 minutes without going to a full charge. It was noted that the issue was not resolved as of (B)(6) 2018. No surgical intervention was taken or planned. No symptoms were reported and the patient was alive with no injury. The issue occurred during normal use.